Event description:
A malfunction alarm was reported with the code "malf 12," indicating a need for pump reset. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it, preventing the recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue happens again.